Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No product was returned. Data logs were investigated, and as reported, the placement signal not reliable alarm triggered. These signatures fit the pattern of an air gap. This is further supported by clinical details that the complication was resolved by pressing the patient cable plug into the console. The root cause of the optical signal issues was determined to most likely be an air gap between the patient cable plug and the console based on clinical details and data logs. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted for post-cardiotomy cardiogenic shock/low cardiac output syndrome. During support, the placement signal generated unreliable alarms. The device was successfully weaned and explanted. No patient harm was reported.